Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized for high blood glucose. Date of admission was (B)(6) 2015. Blood glucose at the time of admission was 590 mg/dl. It was found the customer was unable to lower their blood glucose with bolus deliveries. Customer was treated with an insulin drip for their blood glucose. The caller also reported they experienced nausea and was vomiting from their blood glucose. The caller also stated the customer was wearing the insulin pump at the time of hospitalization. Customer's current blood glucose was 174 mg/dl. The caller declined to complete troubleshooting for the insulin pump. The insulin pump will not be returned for analysis.